Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of above 800 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.